Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that during ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced desaturation most probably caused by respiratory problem. It was reported that the patient was desaturated during the procedure, not related to heart, and most probably caused by respiration problem. Products used were vizigo sheath, stsf catheter, and octaray catheter where inside the patient, some ablations had already been made. The physician¿s opinion on the cause of this adverse event was most likely due to a patient¿s respiratory condition. The intervention provided was CPR. The outcome of the adverse event was unchanged. The patient required extended hospitalization because of surveillance post CPR maneuvers.